Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is requesting to have her scs system removed due to ineffectiveness and not helping relieve her pain. The patient was reprogrammed but it did not resolve the issue. Surgical intervention is planned at a later date.